Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio observed that the lights on the keypad were all illuminated and the buttons were unresponsive while the display remained blank. Physio replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further evaluated the removed system pcb assembly and determined that the cause of the reported failure was the single board computer card located on the assembly.